Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented for a routine device check. Rv pacing lead impedance dropped out of range. Noise was seen on a real time egm, inhibiting pacing. The patient was asymptomatic. The patient was admitted for lead replacement. No further information is available.

Event description:
New information received indicates that the lead was capped. The patient was stable post-procedure.

Manufacturer narrative:
Report type changed to serious injury as it was reported as malfunction by error in previous follow up report. The capped date was missed in previous follow up report and it is included in this report.

Event description:
The lead was capped and replaced on (B)(6)2016.